Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was misplaced by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a ruby coil lp. During the procedure, a ruby coil lp would not advance at all from its initial position within its introducer sheath. Therefore, the ruby coil lp was removed and placed on the back table. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient. It was also reported that post-procedure, while the physician attempted to advance the previously removed ruby coil lp within its introducer sheath on the back table, the physician kinked the pusher assembly of the ruby coil lp.